Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an abs-2016-02 biosurge kit with 5.0cc allosync pure had a hole in the tubing preventing them from being able to use that kit with the angel machine. The kit was discarded because it contained the patient's blood. No negative outcome was associated with the event. This occurred during use with no patient harm. Additional information has been requested.

Event description:
Additional information: this occurred during an unspecified clinical procedure with anesthesia. There was no leakage until they squeezed on the bag. The hole was near the rotor. The site was decontaminated per the standard decontamination protocol. The surgery was completed successfully; however, as the abs-2016-02 biosurge kit could not be used, the procedure could not be augmented. It was a very minimal deviation from the intended procedure with no adverse effects for the patient.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.